Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis.a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified no damage or issues with the shaft of the returned device. No other issues were noted with the device during analysis.

Event description:
Reportable based on device analysis completed on 14 jan 2019. It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the left iliac vein. A 10.0 x 80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, when the device was inserted into the lesion, the pressure did not changed. It was noted that the balloon was leaking near the handle. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.